Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.